Event description:
Potential problem related to renu contact solution. Started noticing problems with my left eye in 2006, but only slight irritation, but the symptoms worsened, so I went to the optometrist with pain and tearing in my left eye on: the event days, the next day, the three days after the event date. Then, I followed-up with an ophthalmologist in 2006. Dx with corneal sterile infiltrate, but the dr was alarmed that the many infiltrates were in the ctr of my cornea. Os. Pain/tearing -os-. Focus night & day, wear 10-12 hrs/day flarex -6 times a day-, vigamox -4 times & day- ---these meds were continued at this dosage for 72 hrs, then I only instilled them into my left eye at half that dosage for the next week, so I stopped the drops the night before I wore my contacts again, ten days after event date, after the ophthalmologist said I could wear them again and that my eye seemed to be mostly healed. The day before event date, I threw out my contacts, focus night & day, even though I only wear them typically between 7a-7p and they can be worn for 30 days, but these were only about two wks old. When I put my contacts back in 12 days later, I still did not think they felt "right and my left eye was blurry, but I continued using my b&l solution until 25 days later when I heard of a possible corneal loss problem secondary to fungual keratitis. Neither my eye nor contacts were cultured. Event abated after use stopped.